Event description:
Indication: myasthenia gravis without (acute) exacerbation. Pt spontaneously reported that when he received his infusion, his pump was "beeping'' the whole time, throughout the entire infusion. Pump is not working properly and is being replaced. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No previous occurrences reported. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unk; infusion was completed. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.